Manufacturer narrative:
The device is not available for evaluation; however, photos and a lot number were provided. Investigation is pending.

Event description:
The event involved a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port where it was reported the tubing set leaked at the connection of the chemolock port. The incident occurred while compounding in the pharmacy hood where there was unintended exposure to chemotherapy. The medication was leaking from the tubing, causing for chemotherapy to be outside the closed system. There was no patient involvement, and no harm reported.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.